Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer was not using the tandem charging cable or wall adapter and tried different charging equipment without success. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.